Event description:
A customer reported their AED was alerting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, during troubleshooting of the device with customer service it was identified the aeds asi was blank. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.